Event description:
It was reported that during the lap supracervical procedure, instrument worked well for about 5 minutes, then began to give a steady tone. Replaced with a lcsc5 and the case was completed without further incident. No patient cosequence.

Manufacturer narrative:
Analysis summary: the analysis results confirmed that the lcsc1ha device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: ( avoid accidental contact with other instruments during use.) Each device is visually inspected and functionally tested prior to shipment, and damage of the magnitude would have been detected at this process.